Event description:
Allergen (15) smooth breast implants in (B)(6) 2010. Serial # left (B)(4), serial # right (B)(4), 4 years later, went into early menopause at age 39 despite being healthy and mother and sister having normal menopausal age. I have lots of gut issues, chronic fatigue, brain fog, insomnia and extremely dry skin and eyes. I've had declining vision despite having had lasik in 2008 before the implants and having stable vision for years. It's a shame the FDA still allows breast implants in 2023, putting money ahead of women's health. Cosmetic surgery. Reference report: mw5115317.